Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio2 powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio2 powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at 7pm. The patient manages their diabetes with insulin (self-adjuster). The patient confirmed that they did make changes to their usual diabetes management regimen in response to the alleged product issue; the patient alleged taking more food and/or drink on (B)(6) 2015 at 7am. The patient claims they developed symptoms of "anxiety" 2 days after the product issue. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed this was the first time the product was being used, there was no misuse of the product, and the batteries did not need to be replaced. The cca was unable to resolve the issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury nor did the patient receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.